Manufacturer narrative:
Gtin/UDI number for item 2420-0500, lot 16118215 is (B)(4). No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that within 5 minutes of initiating an unspecified chemotherapy infusion a leak was noted at the upper fitment portion of the silicone segment. There was no patient harm reported however the treatment had to be restarted. The facility biohazard team was initiated for the chemo spill.